Manufacturer narrative:
The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The lot number device is unknown; therefore, the manufacture date is unknown. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the cutter device and observed that a broken piece of the device was found inside the locking mechanism assembly. Therefore, the reported condition was confirmed. The broken piece of the cutter device was examined using 25x magnification and rechecked on an optical comparator. It was determined that a full assessment of the device could not be performed due to the condition of the cutter upon receipt. It was determined that the piece of the cutter that broke off was below the laser marking and identification of the cutter. Therefore, the lot number was not able to be identified as the rest of the cutter was not sent in. The assignable root cause of the failure was due to excessive force during use, which was component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the cutter device could not be inserted into the attachment device. It was further determined that a piece of an unknown cutter device was found inside the attachment device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.